Event description:
It has been reported to philips that the system did not have frontal stand movements. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. The extension board has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and identified that the system had no power to stand. During troubleshooting the fse identified that the clea extension board 2 was defective. The fse replaces the clea extension board 2. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.